Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable vitamin d total g2 result from a cobas e801 analyzer. The specific date of the event was not known. The result from the e801 with a 1:2 dilution was approximately 150 ng/ml. The result from diasorin with a 1:2 dilution was approximately 80 ng/ml. The questionable result was reported outside of the laboratory. The serial number of the cobas e801 was not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  Based on the available data, no general reagent issue was evident. The diasorin and elecsys methods are in general comparable, single samples may show differences due to different assay specificities and sensitivities.